Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Pfs alleged reduced range of motion and mobility. After review of medical records the patient was revised due to failed hip due to metallosis and pseudotumor. Operative findings reported prosthetic impingement posterior.

Manufacturer narrative:
Product complaint # (B)(4). .if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Attorney. (B)(4).

Event description:
Pinnacle mom litigation record received. Litigation alleges metallosis, corrosion and friction wear caused toxic cobalt-chromium metal debris and particles into blood and tissue surrounding implants resulting to pain and discomfort. Doi: (B)(6) 2009; dor: (B)(6) 2017; left hip. Update ad 5 sep 2018: (B)(4) has been re-opened due to the receipt of ppf and sticker sheets record. In addition to what were previously alleged, ppf alleges pseudotumor and bone fracture. Added unknown hip implant due to bone fracture. Account name, birth date, associated contacts, patient harms and products detail were also added. Corrected patient identifier and code for metallosis.